Event description:
The manufacturer received product performance data due to the battery identification number presenting as dashes on the log file report. Manufacturer's analysis subsequently revealed that it identified a manufacturing process problem. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A report is being submitted for analysis and investigation completion. Product event summary: the battery with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the serial number is unknown. Log file analysis revealed that the battery¿s serial number was programmed to be (B)(6). This observation is likely related to the reported ¿battery ID shows up as dashes¿. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an improper programming of the battery¿s serial number during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.